Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The customer experienced repeated occurrences of this malfunction with the pump. Technical support arranged for the pump's replacement, advising the customer to use the current pump for backup therapy. Instructions were provided for returning the problematic pump with a pre-paid label, and the customer acknowledged these actions.